Manufacturer narrative:
Phone number: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the self-test failed.

Manufacturer narrative:
Available information indicates that there was a self-test fault. The device has not been made available to philips. Visual and functional testing could not be performed. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed.